Event description:
Harmonic scalpel, 1 blade of scissors fell off resulting in change of the surgical plan; required change from laparoscopic to open procedure with sigmoidoscopy. MFR#: 1527736-2004-03902.